Event description:
The pump was refilled with the incorrect concentration of drug lioresal; the pt experienced withdrawal. It was noted on (B)(6) 2011 that the withdrawal event happened in the past and the event resolved.

Manufacturer narrative:
(B)(4).